Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 failed, preventing users from accessing medication for a patient. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 had failed at the station. A field service engineer confirmed that the customer had successfully resolved the issue. The system functioned as intended after the customer resolve the issue.